Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was the name of the procedure? Fracture of right femur. What was the date of the initial procedure? (B)(6). What tissue layer was the suture used on? Skin. What is the surgeon¿s opinion as to the contributing factor to the patient event? Maybe be suture. What medical intervention was provided for the patient? Antibiotics were used for anti-inflammatory treatment. After 8 hours, the swelling and pain were relieved and the pain disappeared. What are the patient age, gender, weight, prior medical history? Patient was born in (B)(6) and male. What is the patient current condition? Stable.

Event description:
It was reported that the patient underwent an orthopedic procedure of right femur fracture on (B)(6) 2018 and suture was used on the skin. The patient experienced skin reddish and pain 5 days post procedure. The surgeon treated the patient with antibiotics for anti-inflammatory. In 8 hours the swelling and pain were improved and the patient is currently reported as stable.